Manufacturer narrative:
The reported event was inconclusive. It is unknown whether the device had met relevant specifications. Sample was not available for investigation. The product was use for urological care. Although a specific cause cannot be determined, a potential root cause for this event could be due to insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had experienced another incident involving the 16fr bard foley catheter. The balloon deflated while in the patient and the catheter fell out during surgery. Details of the affected lot number are provided below. To date, they had three incidents in july one in september and another one today. Please advise on the appropriate next steps. Their materials team had been informed and would be removed the affected lot from inventory as a precaution.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had experienced another incident involving the 16fr bard foley catheter. The balloon deflated while in the patient and the catheter fell out during surgery. Details of the affected lot number are provided below. To date, they had three incidents in july one in september and another one today. Please advise on the appropriate next steps. Their materials team had been informed and would be removed the affected lot from inventory as a precaution.